Manufacturer narrative:
Investigation summary: tested 5x retained devices with negative standard. All devices yielded valid and accurate negative results at the 15 minute result read time. Root cause: cannot duplicate with retains. Source: phone.

Event description:
Customer reporting 1 discordant sars result (sofia2 sars positive) for asymptomatic patient during worker screening test at a nursing home. Result was discordant with other rapid antigen test (sars negative result).